Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the mean pressure gradient (mpg) increase. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mean pressure gradient (mpg) was 3. The first clip delivery system (cds) was advanced to the mitral valve and grasping was difficult due to the anatomy. The clip was deployed, reducing the mr to 3 and the mpg was reduced to 1. The second clip was then implanted, reducing the mr to 1+; however, the mpg increased to 6. No further clips were attempted. The patient had a good outcome and there were no adverse effects due to the high gradient. No additional information was provided.